Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "complications included dementia. He was taking two antiplatelet drugs. Four implants were used during surgery, and although the left lobe bulged out more after the implants were placed, he was able to urinate when the intravesical pressure was increased under anesthesia, so no additional treatment was required. After surgery, he developed urinary retention and a urethral catheter was placed in place. He was unable to relieve the urinary retention despite taking dutasteride and other medications for three months, so a transurethral resection of the prostate was performed (left lobe only, resection volume 4g). Due to postoperative delirium, the urethral catheter was removed on the second day after surgery, and he was discharged. Two months after surgery, he had 60ml of residual urine".

Event description:
It was reported "complications included dementia. He was taking two antiplatelet drugs. Four implants were used during surgery, and although the left lobe bulged out more after the implants were placed, he was able to urinate when the intravesical pressure was increased under anesthesia, so no additional treatment was required. After surgery, he developed urinary retention and a urethral catheter was placed in place.he was unable to relieve the urinary retention despite taking dutasteride and other medications for three months, so a transurethral resection of the prostate was performed (left lobe only, resection volume 4g). Due to postoperative delirium, the urethral catheter was removed on the second day after surgery, and he was discharged. Two months after surgery, he had 60ml of residual urine".

Manufacturer narrative:
(B)(4).